Event description:
It was reported that the right ventricular lead was fractured. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4), the distal segment lead was returned and analyzed. Analysis of the lead found the distal conductor fractured. The defibrillation and proximal conductors were also fractured. The defibrillation conductor was distorted, the outer insulation was breached (clavicle-rib crush), the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn and showed environmental stress cracking breach (non-electrical) and blood was noted in/on the helix/lobe mechanism.